Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess appropriate risk documentation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that the IV and adaptor disconnected and leaked. General feedback from the staff during the max cap follow up that the extension set is very often loose coming out of the packaging in their pivc start kit from cardinal health. Some nurses have even said their pivcs were bleeding at the disconnected area or had IV fluids leaking where it disconnected. Hcp/user/patient impact: blood/fluids leaking from pivc/IV pump at disconnected site.